Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also reported insulin was squirting out during a manual prime. It was also found the customer was unable to exit from the preparing to prime loop. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was sticking out. Customer also stated they did not receive a second series of beeps and numbers did not appear on their insulin pump's screen during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Unable to prime the pump during the prime test due to a loose / tilted drive support disk. No alarms were noted. The pump had a cracked case at the display window corners, a cracked display window, a cracked reservoir tube, a cracked reservoir tube window, cracked battery tube threads, minor scratches on the lcd window, a broken reservoir tube lip, and a missing reservoir tube lip o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.